Event description:
There was an issue with clinician programmer / printing. The error code was patient had good therapy. When doing impedances against 0, they noted 15 contact >10,000, however, not using it and the patient had good outcome. They also noted when changing the reference contact from 0 (they don't remember which reference they used or what contacts they saw them on), they saw some xxx. There were no error codes associated with it. There was only 1 group with 2 programs and they were using 2 1x8 leads. Follow up information received noted regarding if any malfunctions were seen or cause of issue determined: no system is functioning wnl. No interventions taken or planned. Patient outcome was noted as patient is doing extremely well and happy with the therapy.

Manufacturer narrative:
Product ID neu unknown, lead lot# serial# implanted: explanted: product typ lead product ID neu unknown, lead lot# serial# implanted: explanted: product typ lead. (B)(4).